Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that the patient was ER for possible MRI of spine due to weakness in lower extremities that started 4 days ago and back pain that started on (B)(6) 2024. Urine retention was discovered when the patient presented to ER. They wanted to do a spine MRI. It was unclear if the patient's back pain was related to urine retention or related to a back issue. It was unknown if the patient had their remote with them or not. Technical services reviewed checking for remote to check therapy status. Underlying indication for interstim was unclear. Redirected caller to national answering services to page a manufacturing representative (rep) to check interstim system.